Event description:
During hip athroscopy and labrum repair, surgeon inserted a 2.3mm osteoraptor anchor into the acetabulum for repair of the labrum. After preparing for the anchor with the 2.3mm dilator he attempted to insert the first anchor. He removed the anchor because he was not happy with the site and re-attempted to insert the anchor, but the anchor lost its fixation to the inserter handle. We then noticed that the anchor did indeed break. We opened a second 2.3mm osteoraptor anchor and he managed to insert the anchor, knot it and cut the suture. He continued to debride the site and found a piece of the first anchor near the site, removed it and carried on. Then we noticed a second anchor fragment that appeared not to belong to the first anchor, but the second. At that moment he re-checked the stability of the anchor that was already inserted and it appeared to be stable at the time. He removed all visible fragments.

Manufacturer narrative:
(B)(4).